Event description:
According to an article in the (B)(4), a heart transplant pt suffered an adverse event after undergoing a cosmetic procedure using smartlipo. The article states that "cardiac patients are considered off limits for cosmetic surgery because anesthesia can make the heart overload, beat rapidly or shut down." The article includes a quote from a plastic surgeon stating "this woman should not have been operated on - period" performance of the smartlipo device is not questioned in the article.

Manufacturer narrative:
Manufacturer was not informed of any malfunction of the device. Based on the info in the article, the adverse event is the result of heart transplant pt undergoing a surgical procedure and not the device. Cynosure is only reporting this incident because the smartlipo device was reported to have been used in the procedure. Cynosure became aware of incident when reviewing internet articles on its devices.